Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 40mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an anastomosis shunt in the moderately tortuous and severely calcified vessel. A 4.0-10/4t/90mm symmetry¿ balloon catheter was advanced to dilate the lesion. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 4×10mm symmetry balloon catheter. No patient complications were reported and the patient's status was stable.